Event description:
This is the same patient and same event reported under MDR ID# 2939859-2002-00019. This is the first MDR submitted for the first suspect product. Patient developed symptoms of hypersensitivity shortly after treatment with collagen. Physician has treated symptoms with intralesional kenalog.